Manufacturer narrative:
Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event.

Event description:
Hologic has received correspondence arising from litigation. The litigation alleges that a 61 year-old patient was implanted on (B)(6) 2019 with a biozorb marker following a surgical procedure for a right breast lumpectomy. On (B)(6) 2020 the patient reports a hard lump above superior areolar incision which she correlates with the biozorb implant location. Patient reported also significant point tenderness, pain, but specifies that the pain is more diffuse as well. The pain is across the entire top of the breast, feels she needs to change her walking gait to make it less uncomfortable. The patient was reported being anxious. No other relevant information was provided. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event.